Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on an unknown date, that the patient was "hospitalized for 7 days about 2 years ago while on duodopa for an infection in relation to the tub of the device". It is unknown if the patient received treatment for the reported stoma site infection.